Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion exhibiting moderate tortuosity, moderate calcification and 90% stenosis. The lesion was situated in the mid/distal lad. There were no abnormalities reported in relation to anatomy. There was no damage noted to device packaging and no issues noted when removing the device from the hoop/tray. No issues were encountered when removing the protective sheath. The device was inspected post-removal of the protective sheath with no issues. Negative prep was performed with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device and excessive force was not used. It was noted that the stent would not advance through previously deployed stents to the distal lesion. When it was realised that the stent would not advance any further, the stent was pulled back for removal. The stent subsequently dislodged, and was not removed. Post-dislodgement, a balloon was used to crush the dislodged stent up against the mid lad vessel wall. No further patient injury was reported post procedure.